Manufacturer narrative:
The reported failure of ventilator service required related to the battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. Upon evaluation, the device did not meet acceptance criteria due device sn/mn label, missing or displaced rubber feet and an initial power up failure. There were no reports of patient harm or injury associated with this event. The device was returned for investigation, and the customer complaint was confirmed. Inspection identified physical damage to the unit, and the base enclosure, including the warning label, faa label, serial number label, handle, and feet, will be replaced. Device log files were successfully downloaded and reviewed. The logs indicated ¿ventilator service required¿ errors associated with the internal li-ion battery not being detected by the charger chip (ltc1760), rendering the battery non-chargeable and unusable. Additional errors were identified, including supply voltage out of range for 10 seconds and a 12-volt failure out of range for 10 seconds, both attributed to a power management board failure. To address these issues, the power management board printed circuit assembly (pca) and the system board pca were replaced. Additionally, as part of preventive maintenance, the blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. Following the repair, the device passed all testing.